Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Explant has not been confirmed.

Event description:
Physician reported rupture. The device will be explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Continued h.6: [health effect - impact codes]: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician reported rupture and capsular contracture baker grade ii. The device was explanted and replaced. This record relates to the left side.